Event description:
The head nurse in the pediatric dept claimed that blood leaked from the catheter and needle prior to needle removed. The leakage was deemed excessive by the clinician. There was no exposure to mucous membranes for the pt or clinician and no extra hospitalization was required for the pt as a result of this incident. The current condition of the pt is good, and the pt was released to go home.

Manufacturer narrative:
Correct data: the report number this incident was originally filed under, was incorrect, as report number 8041187-2011-00004 had already been filed for a different incident. This report has now been assigned number 8041187-2011-00014 and future reports will contain this number. Based on add'l info received from the customer (B)(4) 2011, the leakage was deemed excessive by the clinician, making this incident reportable. Representative units were received for eval (B)(4) 2011. Upon completion of the investigation a supplemental report will be submitted. (B)(4).